Event description:
It was reported that during a superion indirect decompression system implant procedure the spacer broke while the physician was trying to deploy it. The physician stated that it felt like it stripped and when he tried to withdraw the spacer, only the screw was still attached to the inserter. He was able to remove the spacer and it was replaced with another of the same size without incident. The spacer will not be returned as it was discarded.